Manufacturer narrative:
The reported events of fracture, unspecified oversensing, and high lead impedance were not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection of the partial lead did not find any anomalies except for procedural damage. X-ray examination found the inner coil pulled/stretched at the distal region of the partial lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, but found internal shorting between conductor paths at the distal region consistent with procedural damage.

Event description:
New information received notes the origin of the non-sustained right ventricular oversensing (nsrvo) was determined to be noise based on performance adjustments such as pressing the palms of both hands together in front of the chest and rotating the arms during testing in clinic. The pacing impedance was increased on the right ventricular (rv) lead.

Event description:
It was reported that the patient was asymptomatic. It was noted that non-sustained right ventricular oversensing and increased impedance was observed on the right ventricular (rv) lead. A rv lead fracture was suspected. The rv lead was explanted and replaced. There were no patient consequences.